Manufacturer narrative:
Not all of the requested device logs have been made available for investigation. The received logs were analyzed. It can be seen that ventilation was changed on (B)(6) at 5:25pm from spontaneous breathing mode with pressure support to an automatic mode (vc-ac). This change was followed by several alarms: ¿disconnection¿, ¿peep low¿, ¿airway pressure low¿ and ¿mv low¿. The alarms show that a big leak or disconnection existed in the breathing circuit. The device has a so called ¿anti air shower¿-function, which can be enabled by the user and then reduces flow in case of disconnection. This mode prevents from high air flow and drops from hoses being blown to the user in case of intended disconnections, e.g. To perform tracheal suction. It can be concluded that during the reported event the large leak was registered as disconnection and therefore the ¿anti air shower¿-function was active, causing stop of flow. Only a small flow remains for detection of re-connection via pressure raise within the circuit. Alarms for disconnection, mv-low and "apnoe" are posted, depending on the duration of this state. The device was completely checked on site after the reported event by a dräger service engineer. The device was found to meet specification and no relevant entries were found in the error log. The investigation comes to the conclusion that the device behaved as specified and set by users for the given conditions and activated ¿anti air shower¿-function due to a registered disconnection. On-site investigation.

Event description:
.

Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that: ventilator stopped ventilation in aprv mode. Was moved to aprv from pressure mode ventilation.